Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 1 month post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve failed and the patient is undergoing workup for a valve in valve procedure. Per medical records received, the valve presented stenosis and mild regurgitation. The patient is symptomatic with worsening dyspnea on exertion and lower extremity edema. Intervention has not yet occurred.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection or functional testing. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was noted: the valve appeared under expanded with large diameter of outflow and small diameter of inflow. In this case, the reported event for stenosis and central regurgitation were confirmed based on the medical report provided. A review of the device history record and lot history review did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. The patient had a medical history of dyslipidemia, which is a well-known factor for developing bioprosthetic valve calcification/leaflet thickening, leading to stenosis. In addition, per provided imagery the valve appeared under expanded. The under expanded condition of the valve could reduce the effective orifice area of the valve, resulting in stenosis. As such, available information suggests that patient factors (dyslipidemia) and/or procedural factor (under expanded valve) may have contributed to the complaint event of stenosis. Also, the reported stenosis could prevent the leaflets from proper coaptation, resulting in regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.